Event description:
It was reported that patient was seen due to feeling dizzy. Upon device follow up check, battery went from good to depleted in less than two months. The implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion (unexpected longevity). No patient complications have been reported as a result of this event.